Event description:
This complaint is now reportable based on the analysis completed on 6/7/06. It was reported that during a coronary drug eluting stenting treatment procedure, the taxus express2 2.75x20 mm drug eluting stent would not cross the lesion. The 95% stenosed lesion being treated was located in the distal right coronary artery (rca). The physician predilated with a 2.0x15 mm balloon many times. The procedure was completed with another taxus express2 drug eluting stent. No pt complications were reported. However, the returned product confirmed stent damage.

Manufacturer narrative:
The root cause of this complaint incident is unk. Device analysis can confirm that the proximal struts at the proximal edge of the stent were bent back distally and the hypotube section of this device was severely kinked at various locations along its length. It is noted that one additional complaint has been received for top assembly batch 7811165 of devices. The shop floor paperwork was reviewed for this particular batch of devices (7811165 top assembly & 7586453 manifold) and no anomalies were noted from this review.